Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer leaked less than 5ml blood onto the counter. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. The msds was reviewed and there is an exposure control plan in the facility. No erroneous patient results were generated. Beckman coulter field service engineer (fse) found a leak at the center-back of the instrument due to defective tubing at vl57a. The fse replaced the valve, actuator, collar and all associated tubings, and resolved the leak. The fse verified service activity performed per established procedures and the results met published performance specifications.

Manufacturer narrative:
(B)(4).